Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2022-47241. It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture on the left ventricular (lv) lead. On (B)(6) 2022, an x-ray was performed and revealed the lv lead had dislodged. During the procedure, the physician noted white pus on the implantable cardioverter defibrillator (ICD) and determined an infection. The physician elected to explant the entire system. The patient condition was stable.